Event description:
The user reported a lack of horizontal deflection on the "crt" display. There was no effect on any pt. Tests on the device revealed an open potentiometer (r32 on assembly) that is used as a horizontal gain control. No reason for the failure of the potentiometer could be determined. It appears to have been a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.